Manufacturer narrative:
Method: sterile product from the reported lot were returned for review/testing on 5/16/2017. Results/conclusions: the sterile devices were tested per current criteria and met all requirements for this size/type barbed suture device. Relevant portions of the device history record were reviewed. The product from this finished good lot and all of the component lots met current usp and surgical specialties mexico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory is available for the finished good lot reported. Without receiving detailed information regarding the surgeon's technique, material placement in tissue, pre-operative instructions or events a definitive root cause for the partial dehiscence cannot be determined with certainty. Infection was mentioned. However, no details or culture results were received to confirm this report.

Event description:
Thirty five days post-operative, a hip replacement procedure and intracutaneous closure of the incision the patient presented with wound dehiscence on both sides of the wound and infection. The suture remained situ but torn out of the skin. No signs of suture degradation. No additional details disclosed.